Event description:
Original cartridge on multifire endo gia-30 was used to staple appendix. When surgeon tried to remove used cartridge and replace with reload, the original cartridge stuck and needed a great deal of manipulation to remove. This is the second malfunction of the same lot number endo gia to occur in 2 weeks and the second consecutive malfunction.